Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads however, it is unknown which [component(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000100222. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not able to set their system into MRI mode. Diagnostics revealed impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted to address the issue. It is unknown which lead was impeded.